Manufacturer narrative:
Based on the results of investigation. Reported event: a 3.2 x 140 bone pin broke while surgeon was removing it from patient's tibia. It broke off below the surface of the skin and was left in patient. Case was successfully completed with the only adverse consequences for the patient being the small tips of the tibial bone pins left below the skin in the tibial cortex. Minimal case delay, less than a minute. Device evaluation and results: visual inspection was not performed as the device was not returned for evaluation. Dimension inspection completed at the time of manufacturing shows the lot was within specification. Device history review: review of the device history records for the associated lot indicated (B)(4) devices ((B)(4) non-sterile bone pin, single) were manufactured and shipped to (B)(6) on (B)(6) 2015 and accepted into final stock on (B)(6) 2015 per erp. Complaint history review: a review of complaints in trackwise and catsweb related to p/n 143140, lot number w41380 shows one complaint related to the failure in this investigation. The associated pr number is 1013854. Tracking of complaints related to the 143140 part number will be tracked through quarterly trend request #(B)(4). Conclusions: as part of the investigation into this complaint, the stryker rep that was present for the case was contacted. It was determined that the surgeon did not use the drill guide during placement of both bone pins. Due to the non-use of a drill guide as required per makoplasty partial knee application user guide, (B)(4) for placement of bone pins, this event constitutes an off-label use of the device. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke in the patient's bone. The surgeon decided to leave the tip of the bone pins in the patient's bone. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the tips of the bone pins broke in the patient's bone. The surgeon decided to leave the tip of the bone pins in the patient's bone. The outcome of the case was successful.